Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that went black. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the printed circuit board assembly (pcba) was reinstalled, and the issue was resolved. The device was returned to service.